Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke and embolism may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that 15 days post xact stent placement in the right internal carotid artery the patient was hospitalized with acute embolic cerebrovascular accident in the right middle artery distribution. Symptoms included slurred speech and left-sided weakness. Treatment included continuation of aspirin and plavix. The patient's condition remains unchanged. No additional information was provided.